Event description:
It is reported that the pt underwent debridement, evacuation of hematoma, and poly exchange from 14mm to 12mm.

Manufacturer narrative:
Info was received from a user facility who is not required to complete form 3500a. Eval summary: neither surgical notes nor x-rays were provided; therefore, fit and orientation could not be evaluated. Pt factors that may affect the performance of the component such as bone quality, activity level or type of activity (low impact vs high impact) are unk. The zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specific device caused or contributed to any pt infection. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of operative reports, x-rays and or further info. Eval codes: device history records indicate all components were manufactured and inspected to specification. The articular surface was found to have a bump on the top side and gouges on the bottom , but the dimensions measured were within specification.